Event description:
It was reported that during the procedure, after a failed attempt to cross a 99% stenosed, 70-millimeter (mm) long, heavily calcified lesion in the 3.5mm diameter mid left anterior descending (lad) coronary artery with a non-abbott guide wire, another non-abbott guide wire was able to cross the lesion, then was withdrawn from the anatomy. A new non-abbott guide wire was then advanced past the lesion in the lad, followed by advancement via femoral access of an unspecified nc trek rx balloon dilatation catheter (bdc) (smaller than a 3.0x20 size) over the guide wire; the lesion was then pre-dilated. Additional pre-dilatation was performed using a 3.0x20 nc trek rx bdc without issue. A 2.5x38 rx xience prime stent and a 3.5x28 non-abbott stent were each implanted, with stents overlapping. After routine post-dilatation of both stents with the 3.0x20 nc trek rx balloon for a total of 6 balloon inflations at 10 to 14 atmospheres, the nc trek was unable to be retracted over the non-abbott guide wire as it was stuck on the guide wire. Both the nc trek rx bdc and non-abbott guide wire were withdrawn from the anatomy as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; stent: xience prime 2.5x38 mm, nobori 3.5x28 mm. Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed on the returned device. The cause(s) of the reported resistance could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis and functional testing of the returned device, there is no indication of a product quality deficiency. Based on all the information reviewed, there is no indication of a product deficiency.